Event description:
Complainant alleged that during a routine preventative maintenance check, the device would charge when sync button is actuated. The complainant indicated that there was no pt involvement in the reported failure.